Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and a request was made to have data from this device analyzed. Boston scientific technical services (ts) has requested engineering for the device data to be analyzed. To date, there is no intervention information available and the device remains in service. No adverse patient effects were reported.